Event description:
On 04/20/2008, the pt reported that her blood glucose has been elevated since the previous day. Her blood glucose elevated to 400 mg/dl. Her normal blood glucose range is 129-181 mg/dl. She bolused via insulin pen to lower her readings. She stated, that she attempted to change her piston rod and noticed the white nylon end cap of the piston rod is "smashed." She stated, that she changes her piston rod every 3-4 months. She was sent a replacement piston rod to troubleshoot. Upon follow up the next month, the pt reported that the replacement piston rod resolved the issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.